Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer's insulin pump had loose drive support cap. The customer¿s blood glucose level was unknown. Troubleshooting was performed, and customer informed that the problem occurred during rewinding. The insulin pump will be returned for analysis.